Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ ventralex (device #1). Additional emdrs was submitted to represent the bard/davol ventralight st mesh (device #2), bard/davol ventrio st (device 3) and bard/davol xenmatrix (device 4). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch, ventralight st, ventrio st and xenmatrix on (B)(6) 2014 and/or (B)(6) 2015 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch, ventralight st, ventrio st and xenmatrix on (B)(6) 2014 and/or (B)(6) 2015 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of ventralex mesh (device 1). Per op notes, "a medium ventralex hernia patch (device 1) was placed in the abdominal wall using prolene sutures." On (B)(6) 2015 - patient underwent excised old mesh and new unknown mesh placement. On (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with removal of mesh (device 1) and implant of ventrio st mesh (device 2). Per op notes, "midline incision was made through the previous scar. There was a piece of mesh that was incorporated into the peritoneum, the mesh (device 1) was removed. A ventrio st mesh (device 2) was placed to the midline using prolene sutures." On (B)(6) 2019 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of mesh (device 2) and implant of ventralight st mesh (device 3) and a phasix mesh (device 4). Per op notes, "an incision was made in the midline, the old mesh and hernia sac were identified. Adhesiolysis was performed, the old mesh (device 2) was removed. A ventralight st mesh (device 3) and a phasix mesh (device 4) were placed to the midline using sutures."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2014) is considered to be the best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4, d.6a (date of implant), d.6b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name). This supplemental emdr represents the bard/davol mesh ¿ ventralex mesh (device 1). An additional supplemental emdrs were submitted to represent the bard/davol ventrio st mesh (device 2) and bard/davol ventralight st mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.